Event description:
It was reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the caller through inspecting and cleaning the pump and cartridge areas, and with these steps, the caller successfully filled and loaded a new cartridge, resuming insulin delivery.